Manufacturer narrative:
Retainer ring = missing on (B)(6) 2021 customer alleged cosmetic damage/crack on the pump case. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked case (battery tube), missing display window cover, cracked keypad overlay, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a cracked case (battery tube), missing display window cover, cracked keypad overlay, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump had crack in case and crack was visible in screen as well. No harm requiring medical intervention was reported. The device was returned for analysis.